Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the daughter stated the patient used it in the hospital and the suction was so strong it caused her pain. She said patient is passing, currently on hospice. She wants the restocking fee wave on the return. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick).

Event description:
It was reported that the daughter stated that pt used it in the hospital and the suction was so strong it caused her pain - she said pt is passing currently on hospice she wants to the restocking fee wave on the return. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick). Per follow up via phone on 08-oct-2025, the patient's daughter reported that the patient passed away on (B)(6) 2025 due to ovarian cancer.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use and the labeling were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: a, b, d, e. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.